Event description:
A surgeon reports a possible loss of bcva in 16 pts following refractive surgery. A spreadsheet of pt data was provided and indicated 6 eyes experienced a decrease in bcva greater than or equal to 2 lines. This report is being submitted for one pt with a 2-line decrease in the rleft eye at one month post-op. The other 5 eyes are being submitted under the folllowing MFR numbers: 1061857-2007-00087, 00089, 00090, 00091, 00092. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause determination is in progress.